Manufacturer narrative:
A1 - patient identifier: (B)(6) (same patient and same sample just labeled with 2 different sids). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect cmv igg result for a patient while running on an architect i2000sr analyzer. The following data was provided: on (B)(6) 2024 sid (B)(6): cmv igg result = > 250 au/ml (B)(6). On (B)(6) 2024 sid (B)(6) : result on (B)(6) = 0.5 au/ml. Result on (B)(6) = 0.5 au/ml. Sids (B)(6) are the same sample. There was no impact to patient management reported.

Event description:
The customer observed a false positive architect cmv igg result for a patient while running on an architect i2000sr analyzer. The following data was provided: on (B)(6) 2024 sid (B)(6) : cmv igg result = > 250 au/ml ((B)(6)). On (B)(6) 2024 sid (B)(6): result on (B)(6) = 0.5 au/ml. Result on (B)(6) = 0.5 au/ml. Sids (B)(6) are the same sample. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates there is not an increase in complaint activity. Review of ticket tracking and trending did not identify any related trends regarding commonalities for the lot number and complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the lot number and complaint issue. Specificity testing was performed using a retained reagent kit of the complaint lot 51381fn00. All specifications were met, and no false reactive results were obtained, indicating that the specificity performance is not impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect cmv igg reagent lot 51381fn00.